Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step, resulting in a blood glucose level of 396 mg/dl. The customer administered a correction bolus via the pump, and there was no assistance needed from a third party. To resolve the issue, the customer changed the infusion set and cartridge, successfully resuming insulin delivery.